Event description:
Account reports 2 two false negative reactions for 2 b positive patients when tested using abd/abd on provue. Same samples were tested on the provue using abd/reverse cards, forward and reverse group matched for both patients as b positive. Samples were also tested manually using abd/abd cards and results were b pos as expected. (B)(4). This is 1 of 2.

Manufacturer narrative:
On 12/27/2014 an ocd field engineer (fe) arrived at the customer site, used a different box of abd/abd cards to test all samples in question and obtained expected results. Fe had previously checked the performance of the provue for the same issues on (B)(6) 2014 under service order (B)(4) where fe indicated that provue is operating as expected. Customer stopped the use of the questionable to lot abd/abd and continued to use provue without any additional problems. Cts replaced product for customer. The root cause of this event could not be determined. No reports of any incorrect or erroneous results reported as a result of this reported concern based on the discovered discrepancy.